Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed for basic delivery of an unspecified IV fluid, with a rate of 50ml/hr and the delivery was started. At an unspecified time, the device was programmed for piggyback delivery of potassium 15mmol/250ml, for a duration of 6 hrs and the delivery was started. No further programming parameters were provided. After 1 1/2 hrs, the delivery was stopped for the patient to have a scheduled an unspecified procedure. It was reported after the patient was disconnected from the tubing set for the procedure, the nurse noted the display indicated 53ml had been delivered; however, the container was empty. The device was removed from clinical service. The physician was notified. An EKG (electrocardiogram) was ordered and the patient was moved to ntu (neurological telemetry unit) for cardiac monitoring. There was no reported change in the patient's condition. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.35ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2011 at 0902, the device was programmed and confirmed for piggyback delivery of potassium phosphate 15mmol/250ml, at a rate of 41.6ml/hr, a vtbi 250ml, for the duration of 6 hrs, and the delivery was started. At 1020, the delivery was stopped, 53.7ml amount infused was indicated, and standby mode was selected. Between 1024 and 1150, the device was placed in standby mode and cancelled 4 times. At 1150, the piggyback mode was accessed, reprogrammed with the previous settings, confirmed and started. At 1151, distal occlusion alarm occurred. At 1152, alarm silenced and piggyback delivery was stopped. At 1153, standby mode was entered. At 1305, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.